Event description:
Related manufacturer reference number: 2017865-2025-16894, related manufacturer reference number: 2017865-2025-16899, related manufacturer reference number: 2017865-2025-16902. It was reported that the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead exhibited noise. Additionally, there was a pacing problem with the pacemaker. The pacemaker, along with the ra, rv, and lv leads, were explanted and replaced on (B)(6) 2025. The patient's condition is unknown.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Final analysis did not find any anomalies.

Event description:
New information received notes that the atrial, right ventricular, and left ventricular leads were noted to exhibit noise over-sensing.